Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl. No bg meter reading was reported at this time. The patient self-treated by ¿eating something¿. At an unspecified time alter, the patient felt dizzy and distressed. Her cgm was still providing low readings, but her bg meter was showing high numbers (no specific values were reported). The patient went to the emergency room (ER) for evaluation. At the ER, she was treated with IV fluids and IV insulin. She was diagnosed with hyperglycemia but was not in dka. Her cgm device was removed by medical staff. She was then monitored in the ER and then discharged after approximately 8 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.